Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020 and (B)(6) 2020. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that intraocular lens was explanted from patient¿s operative eye in secondary surgical procedure. Additional information was received, and it was learned that wrong diopter lens was implanted initially which was noted in post op visit. The lens was explanted and replaced with correct lens. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes section d10: returned to manufacturer on: 7/13/2020. Section h3: device returned to manufacturer: yes device evaluation: the product was returned. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the device were reviewed. The search revealed no other complaint was received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder